Event description:
Event description boston scientific received information that this right ventricular lead was damaged due to clavicular crush. The lead was exhibiting high thresholds, high impedances, and intermittent loss of capture. The patient was feeling lightheaded but no syncope. A revision procedure was performed, the lead was surgically abandoned and replaced. No adverse patient effects were noted.